Manufacturer narrative:
No probe sample was returned for evaluation for this report; therefore, the condition of the product could not be verified. A review of the related device history records associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe could not cut and aspirate well during a surgery. The product was exchanged and the procedure was completed without consequences to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the device history records traceable to possible reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe had an aspiration or cut performance issue. The probe performance testing met specification for the complaint issues. The root cause of why the customer thought the probe did not cut or aspirate cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).